Manufacturer narrative:
Based on the communication provided there was no response from the customer after attempting to obtain additional information regarding repair of the iabp unit. If any pertinent information is received in the future, a follow up report will be submitted. Device not available for evaluation

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit's printer could not print. Paper will feed, but not print. There was n harm or injury to the patient.